Manufacturer narrative:
(B)(4). Event date and therapy dates - the event was reported to have occurred in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient used a minicap with a protruding sponge. There was no report of patient injury or medical intervention associated with this event. No additional information is available.